Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the safety valve test during the pre-use check. The evaluation of the provided logs confirms the reported failure. Our field service engineer investigated the ventilator on site. The pull magnet was replaced as it was found to be defective and the replacement solved the problem. After replacement, the unit passed all functional and safety tests per factory specifications, was returned to the customer and cleared for clinical use. A failure in the pull magnet supply circuit can lead to stop of ventilation if the safety valve is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and a technical error code. If the fault is present it will be detected during pre-use check. The pull magnet was not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).